Event description:
Oversensing on the ventricular channel was reported. No adverse patient events were reported. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 03-nov-2023 and 04-dec-2023 recorded the rv pacing impedance at approximately 430 ohms, the rv pacing threshold at around 1 v and the rv shock impedance at 64 ohms. The short rr interval counter was initially at zero, before on 21-dec-2023 it abruptly rose onto >249 and stayed (with an interruption on 25-dec-2023) at this high level. The analysis of the provided iegm episodes number 15 and 24 revealed artifacts on the rv channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.